Manufacturer narrative:
Section f completed by the MFR based on info received from the reporter. Evaluation summary: the pump was not returned for evaluation.

Event description:
Pump reported to be set up to infuse cardiazem. The bag was found empty sometime later. The pt's blood pressure was reported to be between 70's and 100. Heart rate in the 90's. Pt was reported to be alert and following commands. Dopamine drip was increased. No pt injury was resulted.